Event description:
During a paroxysmal supraventricular tachycardia procedure, a blood leak occurred from the hemostasis valve of the introducer when catheter was removed. An angioseal device was then used to achieve hemostasis. The procedure was successfully completed with no adverse consequences.

Manufacturer narrative:
One 5f ultimum introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.